Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor (not obstructed) and there was blood on the proximal conductor (not obstructed). (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead pulled back from its implant position upon slitting; this caused the lv threshold to become high. The physician attempted to reposition the lead; however, it fully dislodged. In addition phrenic stimulation was noted. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.